Manufacturer narrative:
The device and electrodes were returned to zoll for evaluation. The device was put through extensive testing including full functional testing and defib output testing without duplicating the report. Review of the device activity logs did not show any faults that could be associated with the customer's report. Visual inspection of the returned electrodes did find hair on the pads, which can cause a high impedance that can result in a high-energy output. The hair was observed on the foam adhesive and the gel of the pads, which indicates that the patient was not properly prepped. This investigation was closed as improper patient preparation prior to the application of the electrodes. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.